Event description:
It was reported the patient was admitted due to an increase in pain and clinical signs of withdrawal. A pump rotor study was performed and showed that the pump rotor did not turn. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.